Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a senior csr. The patient informed the csr that on (B)(6) 2018 at 12.00pm, he obtained an alleged inaccurately high reading of ¿550 mg/dl¿ on the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with a combination of oral medication (metformin; unspecified dosage) and insulin (lantus; self-adjusted). The patient stated that he increased his dose of medication in response to the alleged inaccurately high reading, and that at 12.30pm he took 20 units of lantus insulin. He explained that at 7.00pm ¿he was extremely hungry¿ and that he ate some popcorn. He stated that 45 minutes later he gave himself an additional 30 units of lantus insulin but explained that he ¿still felt very hungry¿ and he ate candy. The patient explained that around midnight on (B)(6) 2018, he became ¿very clammy, very sweaty, very shaky and his tongue was vibrating¿. The patient informed the csr that he attended the emergency room where he was treated by a healthcare professional (hcp) with IV fluids, orange juice and ¿other sweetened liquid¿. The patient also explained that between 12.30am and 1.00am, before he received treatment, the hcp performed a blood glucose test and obtained a reading of ¿64 mg/dl¿. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The csr noted that the patient was using expired test strips (expiration is september 2016). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.